Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the display screen was blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/10/2016 with the following findings: during investigation, the pump powered on to a blank display with auditory and vibratory alarms. The keypad buttons were unable to be tested due to the blank display. The display was also cracked. A test display was installed and functioned properly. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad. Additionally, the audio bolus button cover was detached/missing.